Event description:
It was reported when using the bd smartsite needle free ll vlv adpt., the device experienced flow issues. The following information was provided by the initial reporter. The customer stated: she's been having issues since 2020 and she just received the medical correction letter, she has done the steps bd recommends but issue still persists. She stated once she attaches to the IV, she cannot push sline or contract through it, she cannot flush.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that once IV tubing is attached unable to flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review for model 2000e lot number 21065149 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02jun2021. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. See h10.

Event description:
It was reported when using the bd smartsite needle free ll vlv adpt., the device experienced flow issues. The following information was provided by the initial reporter. The customer stated: she's been having issues since 2020 and she just received the medical correction letter, she has done the steps bd recommends but issue still persists. She stated once she attaches to the IV, she cannot push sline or contract through it, she cannot flush.

Manufacturer narrative:
For OEM manufacturing sites: in this MDR, bd corporate headquarters in (B)(4) as us solutions (B)(4) is an OEM manufacturing site. Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.